Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device is expected to be returned for evaluation. Investigation is pending.

Event description:
Caller alleged discrepant results with inratio versus lab. Inr: 2.9. Lab: 28.9. Patient been on coumadin for awhile, was getting regular readings. Patient got a reading of 75 pt last week with lab draw, and doctor pulled the patient off of coumadin for 5 days, went back to test yesterday and got the 2.9 on the meter, and a 28.9 inr in the lab. Patient went to the hospital because she was bleeding.